Event description:
It was reported that the arrow and ok button presses were intermittently activating the desired pump functions and the keypad buttons were sticking. The keypad is reportedly is intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, all the keypad buttons were intermittently responding during testing and there was evidence of adhesive/contamination under the all key contacts.